Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye which observed that the labelling had become illegible after the customer applied alcohol to the product. The ink on the labelling is water based, therefore, contact with liquids such as alcohol can cause this failure mode. The reported condition was verified. The cause of the reported condition was determined to be user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ink on the overwrap of an unspecified quantity of clearlink system non-dehp secondary medication sets was removed when wiped with alcohol. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.